Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Additional information has been requested from the surgeon and user facility. This report will be amended when the investigation is complete. This is the same event as 3003379990-2006-00044 and 1043534-2006-00069.

Event description:
Orig. S urg. 2005. Allegedly painful hip. On examination stem was loose requiring revision.